Event description:
It was reported that the patient experienced a change in therapy effect. On the day prior to the report, the patient was brought to the emergency room (ER) with increased spasticity. The patient was given a 100mcg bolus and did better. After that, they decided to keep him overnight and his spasticity returned on the report date. A rotor and dye study would be performed on the report date. It was noted that the catheter length was unknown. The programmer showed a length, in the notes section, as ¿69cm=0.152ml¿. It was calculated that, if the priming bolus was programmed with 0.152ml, and that value was an underestimation of the real catheter length, the patient could potentially go without drug for approximately 4 hours. The reporter did not withdraw from the reservoir to compare volumes. The pump logs were ¿fine¿. The device system contained baclofen 2000mcg/ml at 516.4mcg/day. It was later reported that they were going to change out the gablofen for lioresal. It was noted that, because the daily dose and concentration the reporter believed the withdrawal symptoms began on (B)(6) 2014. A dye study was done on (B)(6) 2014.

Event description:
Additional information received reported the patient was started with intrathecal lioresal on (B)(6) 2014. The pump had contained gablofen at the time of the event, and the patient was taking oral baclofen at the time of the event. The patient was having symptoms of increased pain. A roller dye study was performed on (B)(6) 2014 and the results were noted as normal movement of baclofen pump. It was also stated the patient catheter was with an intrathecal position and tip overlying thoracic 7 (t7). No complications were encountered during or immediately following the procedure. The patient was reported to be doing ¿much better¿ and the new pump refill date was (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11193r08, implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).